Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6).

Event description:
A customer reported that a system locked during a procedure. The procedure was completed after exchanging the system. There was no patient harm.

Manufacturer narrative:
Additional information: the customer reported that the system was locked during a procedure. Further information obtained states that the procedure was completed with another system. There was no patient harm reported. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was manufactured on march 28, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).